Event description:
It was reported that the patient experienced bradycardia with a heart rate in the range of thirty to forty beats per minute. It was reported that the Right Ventricular (RV) lead exhibited loss of capture and oversensing resulting in inhibition of pacing and misclassification of episode type. Non-physiologic intervals/noise were also noted on the RV lead. It was reported that the RV lead exhibited undefined high bipolar and unipolar impedance and a polarity switch. It was also reported that the Right Atrial (RA) lead exhibited undersensing and oversensing. The RV lead and the RA lead were inactivated and replaced with a Leadless implantable pulse generator (IPG). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: W1DR01 IPG implanted on (b)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.